Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that even with a brand new battery, they go to rewind it, but the insulin pump would not rewind all the way to the end. The customer¿s blood glucose was unknown at the time of incident. The customer reported that they hit the button to rewind and it takes forever for it to rewind. The device will be returned for analysis.